Manufacturer narrative:
Trend analysis: no trend analysis could be performed as no item/lot numbers are available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event description: event summary: it was reported in the received journal article that 2.908 patients underwent revision surgery due to unknown reason. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Conclusion: the source of this complaint is a journal article based on registry data: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a detailed analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A journal article entitled "arthroplasty registries around the world: valuable sources of hip implant revision risk data" was received, where the authors evaluated sources of hip implant revision risk data. The purpose of this paper was to briefly describe arthroplasty registry concepts, international registries around the world, us registries, and provide a parsimonious summary of total hip arthroplasty (tha) implant revision risk reports across registries. Revision risk data for conventional stem/cup combinations reported by various registries were summarized in the journal article. These registries were selected because they presented 10-year data on revision risk by stem/cup combination. For the present case, it was reported in the received journal article that 2.908 patients were implanted with a mueller monoblock hip stem and müller standard cup and underwent revision surgery due to unknown reason. The data were pulled out from finnish joint registry - 10 year data. Source: "arthroplasty registries around the world: valuable sources of hip implant revision risk data", hughes, e. Et al, orthopaedic health policy (2017).